Event description:
The device was evaluated at the facility by a baxter rep for service. During service by baxter technician, the device showed that the pump had depleted batteries. No record of any pt incident since the last baxter service event.